Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the pump history showed one occlusion alarm; no black box data was available from the time of the alarm. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump successfully performed the rewind, load, and prime and was exercised for 24 hours without occlusions occurring. A force sensor calibration test confirmed that the pump was detecting force correctly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient reported experiencing blood glucose levels over 500mg/dl, with no symptoms. The patient reports receiving an occlusion alarm in the morning during a bolus. The patient reports receiving 4.75 of 11.75 units. The patient delivered an additional 6.25 units with no issues. This is being reported due to the patient experiencing elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.